Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Support arms. The pouch device was received with the support arms broken; the broken pieces were returned inside a bag. The instrument was received fully deployed and the bag and suture were not returned for analysis. The broken support arms were visually inspected and scratches were found. Due to the returned condition of the device, no further testing could be performed in order to evaluate the reported incident. The device was disassembled in order to evaluate the condition of the support arms, and the remaining parts of the broken support arms were still attached to the push-pull rod. A possible cause of the damage is the application of external excessive force over the device that causes the support arm to become broken and the distal plug to be damaged once the instrument was fully retracted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic ovarian cystectomy procedure; the first pouch was inserted and opened. The surgeon picked up the specimen to insert in the pouch and noticed that the bag was detached from the wire wings. The surgeon says she had not pulled the plunger or touched the string. A second pouch was inserted. The specimen was inserted and the plunger pulled to close the bag. This pouch did not fully cinch when the plunger was pulled to expose the knot. The surgeon pulled the string to detach the bag and was able to remove the partially opened pouch with the specimen inside. The procedure was completed using second device.